Event description:
Patient reported a leak in her infusion set. Customer stated her shirt was wet and she experienced elevated blood glucose readings in the 500's mg/dl; was able to self-treat. Infusion set has been discarded. No adverse event reported. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.